Event description:
Customer reported with an issue of the water and air supply is not smooth, and the suction joint leaks." The nozzle was clogged . The issue occurred during reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Address: the full address of the facility is (B)(6). The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the product (buttons, silicon tube, etc.) Being used in combination with the scope was damaged and debris was mixed into the channel, causing the nozzle to be clogged. Additional items found in inspection are as follows: e terminal and bending cover were leaking; poor drainage, angle play; insufficient angle, air/water channel was leaking; ob-lens was chipped, suction joint leaks, and the nozzle was clogged with poor water feeding. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.